Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the handle locked up during the procedure. Another device was used to complete the case and there was no pt injury. No further info is available.